Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the 8mm maryland bipolar instrument appeared to have a burn mark on the light-colored plastic that holds the jaws. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter for this complaint and received the following information regarding the complaint: based on the type of case involved and the size and location of the burn mark on the maryland bipolar forceps, customer suspects that another cautery device contacted the robotic instrument. Customer has requested additional information from the surgical technicians that were in the room during the case. No further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.